Manufacturer narrative:
Asku. Best estimate of date of event is between nov 3, 2022 and may 4, 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: medical device problem code: 3191 (dc- unspecified/other with patient involvement). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to failed iol. It was replaced with the same model and diopter size iol. There was no incision enlargement, no vitrectomy, no sutures done. No patient injury. A different doctor implanted the iol from the doctor who explanted it. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 25, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, scratches on the optic body of the lens could be identified. The complaint issue ¿pt-explant, hm-unspecified injury and dc-unspecified/other w/ patient involvement¿ was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.